Event description:
As reported, customer reported that the actual roller on the blood pump roller was not spinning during treatment and pulled the blood tubing into the blood pump separating the blood tubing causing a blood leak. No alarms reported on the machine. There was approximately 200 ml of blood loss. The incident happened 1 1/2 hours into the therapy. The staff placed a on the machine and blood tubing and continued therapy. The patient is ok and no medical intervention was needed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Upon visual inspection of the returned sample, it was determined that the received sample was not a part of the manufactured set. Instead, a component of the dialysis machine used within the procedure was returned. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.